Manufacturer narrative:
(B)(4) initial MDR submission. A follow up MDR will be submitted if additional information becomes available. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Device problem code: a050401 - fluid/blood leak. Patient problem code: f26 ¿ no health consequences or impact.

Event description:
Mat# 383519 lot# 2361292 it was reported by the customer that had an issue with a 18g IV. Once the needle was removed as the catheter was advanced, blood started dripping out of the hub where the gray part connects. The lot number is 2361292.

Event description:
Mat# 383519. Lot# 2361292. It was reported by the customer that had an issue with a 18g IV. Once the needle was removed as the catheter was advanced, blood started dripping out of the hub where the gray part connects. The lot number is 2361292.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 383519 and lot number 2361292. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.